Event description:
It was reported that the patient with this implantable pacemaker device experienced a slow heart rate, chest pain at night and a burning sensation. Boston scientific technical services referred the patient back to the physician for symptoms evaluation. As of this time, this device remains in service. No adverse patient effects were reported.